Event description:
It was reported that on (b)96) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, clip had difficulty closing. Device was inverted and while closing, the device stayed at 120 degrees. Then device was snapped to the fully closed position. Device was unlocked and inverted again to reattempt the closure. Resistance was noted on the arm positioner. Clip was replaced and procedure was continued. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information